Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported their freestyle flash meter did not turn on upon test strip insertion. Customer reported experiencing symptoms of hyperglycemia and blurry vision and self-treated with her normal oral diabetes medication. Paramedics were called and placed customer with an IV. Customer was then taken to a local hospital where she was being diagnosed with severe hyperglycemia and treated with unknown medication.